Manufacturer narrative:
This report has been identified s b. Braun medical inc. Internal report number (B)(4). Upon further inquiry, it was reported that the patient became unresponsive approximately 3 hours 30 minutes into therapy. The treatment was almost complete. The patient did not have any complaints before becoming unresponsive. There was no indication of a malfunction of the dialog+ machine. The customer does not believe that the dialysis machine had anything to do with the patient issue. Further details were not disclosed by the customer. The dialog+ machine was technically inspected by the customer's technician. It operated as intended. There was no malfunction. The dialog+ machine was put back into service and is currently in use without any issues. The data record of the dialog+ machine was not captured and was therefore not available for investigation. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified s b. Braun medical inc. Internal report number 400489405. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: it was reported that a patient went unresponsive at the end of a therapy with a dialog+ dialysis machine. The patient came by wheelchair. The staff remarked how he normally walked in the clinic. The patient said that he had not felt very good after starting a new shingles medication. Toward the end of the treatment the patient went unresponsive, staff began CPR and the patient was transported to the emergency room by ambulance.